Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the basilic vein. A 6.0 x 80, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during procedure, contrast media leaked from the distal part of the balloon. Upon deflation, blood flowed to the inflator; therefore, the balloon was then removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. A longitudinal balloon tear was identified in the balloon. This tear was located at 1mm proximal to the proximal edge of the distal markerband and it stretched proximally along the balloon for 32mm in total length. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the basilic vein. A 6.0 x 80, 75cm mustang balloon catheter was advanced to dilate the lesion. However, during procedure, contrast media leaked from the distal part of the balloon. Upon deflation, blood flowed to the inflator; therefore, the balloon was then removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.